Event description:
A malfunction alarm identified as malf 9 was reported without any notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, which the customer followed, and the issue did not recur. The customer was informed to continue using the pump and to contact support if any further issues arise.